Event description:
Complaint rec'd reporting catheter balloon inflation failure with use of one (1) 41239-06 td catheter. It was reported the catheter was placed and balloon inflated in descending aorta. At an unspecified time during the procedure x-ray showed catheter balloon inflation failure occurred. The catheter was removed w/o issue. There were no reported adverse pt consequences. The catheter was pretested, inflation integrity verified.

Manufacturer narrative:
Device return: one (1) used 41239-06 td torque-line catheter and introducer (MFR make and model unk) were returned. MFR's investigation: visual analysis of the rec'd 41239-06 catheter device confirmed the catheter balloon was torn. Microscopic examination verified no missing balloon fragments or pieces. Record reviews: a review of the mfg lot build database for lot#14-991-sj (mfg. Date 03/2012) showed (B)(4) were manufactured, tested, inspected, and released. There were no exception documents generated during the build. Conclusion: the reported product issue was visually confirmed with the "as-rec'd" 41239-06 catheter. The exact cause of the damaged/torn balloon component remains unk at this time. This report and the associated info have been entered in the mfrs database for monitoring analysis and trending.